Event description:
Pt presented to surgeon's office for a routine visit after pro disc-l surgery. Surgeon noted implant "misalignment" on x-ray. Pt was revised to fusion l5 -s1. This is one (1) of three (3) report submitted on this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no device was returned. Review of the mfg records has been requested.